Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. Solidified contrast medium or saline was visible within the lumen of the device indicating the device was prepped for use. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised and the stent had moved 2mm distally from the most proximal crimp mark on the balloon material. This type of damage is consistent with the stent meeting a resistance combined with tensile force. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues note with the devices inner and markerbands. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the hypotube shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x16mm promus premier&#63492;rug eluting stent, it was noted that a strut on the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x16mm promus premier&#10244;rug eluting stent, it was noted that a strut on the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported.